Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that many of their teeth are loose. At check in patient marked true to discomfort, loose, sensitivity and pain. Patient was to provide mobility video and has not done so.